Manufacturer narrative:
The reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received two leads (model 3244) with the same lot number. It was reported the patient underwent a lead revision on (B)(6) 2017 due to soreness/discomfort at the lead site when lying supine. During the procedure, the lead was repositioned and placed deeper into the tissue.